Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ mitral regurgitation (mr) for a mitraclip procedure. It was noted the patient had prominent chords. One clip was deployed. A residual jet was present that required a second clip. Upon placement of the second clip, a significant and severe medial jet was noted on the medial side of the first clip. The second clip was deployed lateral to the first clip and eliminated a large portion of the lateral jet. A third clip was deployed medial to the first clip and eliminated the medial jet. The final mr grade was 2+. On x-ray the first clip appeared to be turned 90 degrees from the second and third clips. The first clip was suspected to have a chord clipped that may have caused the residual jet. The clip remained intact and all three clips appeared stable. The following day the patient presented with an st-segment elevation myocardial infarction (stemi). A heart catheterization and stenting was performed on the patient's diagonal vessel. All three clips were stable on echocardiogram. Per the physician the stemi was attributed to the patient's pre-existing vessel disease and the lesion in the diagonal vessel was old plaque and not a new clot. It was also suspected the leaflets may have become twisted due to chordal involvement in the first clip, but this could not be confirmed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided by the account and the cine/image review, a cause for the reported migration associated with the leaflets twisting/distorting cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.